Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's sister reported via a phone call, the customer needed assistance with the insulin pump as the customer's blood glucose continued to increase. Customer's current blood glucose was 427 mg/dl. Customer's blood glucose was 203 mg/dl. No air bubbles were noted in the reservoir. Troubleshooting for the high blood glucose was performed. No anomalies were noted on the insulin pump. Customer's sister did stated the insulin was a little cold and the infusion set had been worn for three days. Customer's sister was advised the infusion set the customer was using can only be used for 48 hours and was advised to be changed. Customer is not returning the insulin pump for analysis. The high pressure test was not performed as the customer did not have the tubing clamp.